Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 400 mg/dl lasting more than one day. An occlusion alarm had occurred earlier, and the user performed multiple site changes before insulin delivery resumed normally. Bg values returned to range on (B)(6) 2025. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.